Event description:
It was reported that after the iab was inserted in the patient, blood was noticed in the helium tubing. Since a balloon rupture was suspected, the iab was removed. There were no complications associated with this event.